Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for gram negative organism in a patient coincident with peritoneal dialysis (pd) therapy. In 2010, the patient experienced bacterial peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment provided for the event was not reported. On an unreported date, pd therapy was discontinued and the patient transferred to hemodialysis. The outcome for the bacterial peritonitis was not reported. The nurse believed the event of bacterial peritonitis was unrelated to pd therapy.